Manufacturer narrative:
Technical services discussed a possible lead fracture or loose connection between the lead and device. The available information suggests this lead and device remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable left ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and impedance measurements greater than 2,000 ohms. Capture and good impedance measurements were observed in the tip to coil configuration. No adverse patient effects were reported.